Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) triggered an alert due to entering safety mode. Emergent device replacement was recommended. Additional information is being requested, but was unavailable at the time of this report.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) triggered an alert due to entering safety mode. Emergent device replacement was recommended. Additional information is being requested, but was unavailable at the time of this report.